Manufacturer narrative:
The complaint of a leaking dialysis catheter was confirmed; however, the cause was undetermined. The product returned for evaluation was one photograph depicting the red and blue lumen extension tubes from a pourchez retro dialysis catheter. The slide clamps were engaged on both extension tubes. Two drops of blood appeared to have emanated from the red lumen extension tubing between the luer adapter and the sliding clamp. The blood on the tubing appeared to indicate a leak; however, inspection of the provided photograph was insufficient to determine a root cause for the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
Facility reported to distributer that blood was said to have come out from an alleged leakage point after the insertion within the same day. User reportedly cut the catheter with leakage point and connected it a retro repair kit to fix the alleged problem. No patient harm reported.